Event description:
It was reported that a user applied a new dexcom g7 sensor and experienced a pairing failure to the ilet, which was resolved after completing a firmware update on the ilet; blood glucose subsequently displayed on the ilet with a reported value of 86 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no need for medical intervention or hospitalization. Investigation included technical troubleshooting and education, including verification of a successful software update. Investigation of this case revealed a device communication issue between the ilet and the cgm that was corrected by updating the ilet software, indicating functionality consistent with expected operation after update. It was concluded, based on previously established findings for similar reports, that the cause was software updated to restore intended performance.